Manufacturer narrative:
The field service engineer (fse) was at the customer site and tightened loose tubing into probe and color gravity module (cgm). There were no further leaks were observed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that the waste bin and the strip loading cylinder were wet with urine on their ichem velocity urine chemistry analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time the leak was observed. There was no exposure to mucous membranes or open wounds.